Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 06oct2011. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of an aortic valve replacement could not conclusively be established through this evaluation. No adverse events were reported during this event. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) lists all adverse events that may be associated with the use of heartmate ii left ventricular assist system. Additionally, the IFU states that aortic insufficiency must be corrected at the time of device implant. This IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 15 to 0, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The IFU and patient handbook both describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report #2916596-2020-03457. It was reported that the patient was brought down to the operating room for an aortic valve replacement. Clinical received call from perfusion staff that the pump was not receiving commands from the system monitor to stop the lvad when going on cardiopulmonary bypass. Clinician advised perfusion staff to shut down and then reboot system monitor which at first appeared to have solved the problem, but then reported that the monitor again displayed unable to accept commands. The clinician then contacted engineers and proceeded to advise them to obtain another system monitor, the issue then resolved. Prior to the call, clinician was originally advised that the patient had a hm3 pump, however, during the troubleshooting process, it was learned that the patient had a hm2 in fact.